Manufacturer narrative:
The samples were plasma. The samples were sent to bci cpls (customer product line support) for further testing where they confirmed a heterophile interferent in the patient's sample which is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the access 2 immunoassay analyzer. The physician questioned the results because they did not correlate with the patient's clinical picture. The sample was tested on an alternate method and normal values were obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.